Manufacturer narrative:
Additional information provided: a.2, a.3, b.3, d.2, d.4, d.11, h.3, g.3 & regulatory agency ref. Number correction on initial report: b.5, d.1, d.4, d.1, d.11,.e.4, g.5, h.4, h.6 & short description. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from biomed that the nursing staff reported, " the infusion was delivered in half the time that they expected." With an unknown medication/fluid. Biomed inspected the device and could not find any physical damage that could have led to a free flow event. Event log included. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient had zosyn 4.5g m 100 ml set to infuse over 60 minutes. The pump infused the entire volume in about 30 minutes instead of 60 despite correct programing. Rn confirmed with a second rn that the settings were correct. No adverse reaction to the patient." An incomplete date of event of (B)(6) 2020 was provided."

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from biomed that the nursing staff reported, " the infusion was delivered in half the time that they expected." The device over infused with an unknown medication. Event log included.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient had zosyn 4.5g m 100 ml set to infuse over 60 minutes. The pump infused the entire volume in about 30 minutes instead of 60 despite correct programing. Rn confirmed with a second rn that the settings were correct. No adverse reaction to the patient." No adverse reaction to patient related to this event.

Manufacturer narrative:
Correction: b.3, h.6 patient code the customer¿s stated issue of the returned pump module over infusing was not confirmed through a review of the system logs or through testing. The log review found no programming errors that would explain a report of an over infusion. The reported zosyn infusion is selected in the system as piperacillin/tazo which began on (B)(6) 2020 at 7:36:42 pm. The pump alarmed for air-in-line twice, the first time at 8:08:34 pm and the second time at 8:12:26 pm. The total infusion time was approximately 26 minutes. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The pump module was in use during treatment. The root cause of the customer¿s complaint was not definitively identified in this investigation. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 30oct2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 20aug2020 and indicated that this device has not been previously returned for service.